Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer was admitted to the intensive care unit (ICU) with a blood glucose (bg) level of 990 mg/dl; cause was not known. Customer was treated with intravenous fluids of saline and insulin. Customer was discharged from the ICU three days later ((B)(6) 2025) with the issue resolved and no permanent damage. Additionally, it was reported that occlusion alarms occurred. Customer reported they were "out of it" and therefore no additional information regarding the reported occlusion could be obtained.